Manufacturer narrative:
Lead model 3889 lot # v667636 implanted: (B)(6) 2011 explanted: unk.

Event description:
It was reported that an erosion and infection occurred. The cause of the infection was unknown. The patient was sick and had west nile virus before the implant. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the cause of the erosion was unknown. The physician planned to re-implant a device on the opposite side at a later date once the patient has healed and the infection is cleard up.

Event description:
Additional information received indicated that the entire system was explanted due to erosion.